Event description:
This pt has a hemiarthroplasty left knee in 2004. He has had continued complaints of pain from neuroma and sciatic nerve pain and posterior knee pain. He states he has more pain than before surgery. He was admitted for a revision left knee arthroplasty. During the procedure all components were removed and replaced. In accordance with hosp policy, the removed components are not available for release.